Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. There was no harm to the patient or the user because of this event. The malfunction was detected during the pre-use check. Please note that we have also submitted manufacturer incident report# 1220948-2021-00083 related to another pruitt f3 carotid shunt malfunction that occurred during the same case.

Event description:
This is report 1 of 2. During pre-use check, when the surgeon attempted to inflate one of the balloons of the pruitt f3 carotid shunt with saline, it leaked from the stopcock joint. The surgeon used another shunt for the procedure. There was no harm to the patient as a result of this malfunction. The malfunction was detected during pre-use check.